Event description:
Reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was negative with another molecular (pcr testing) method. The patient's sample was run once more on solana and resulted positive again, which is documented on a separate report. Contamination was suspected to have contributed to the results.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Likely contamination due to the negative control also failing with the patient runs. Root cause: customer procedural error. Resolved at intake. Source: phone.